Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction: touch panel blacked out and malfunctioned, due to faulty printed circuit board. In addition, printed circuit board needs replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, a circuit board defect was found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a touch panel failure. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.